Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with calcified stenosis. A 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and it crossed successfully; however when the bdc was inflated to 18 atmospheres, a vessel dissection occurred. The patient was treated with medication and a xience xpedition 48 stent was implanted to cover the dissection. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, there was no reported device malfunction. The balloon was inflated with no issues. A cine was received and reviewed by an abbott vascular clinical specialist the reviewer noted: a specific cause of the dissection is unclear. The balloon does not appear to be overinflated relative to the size of the artery. Immediately following the inflation of the nc trek rx balloon catheters, a dissection is clearly noted. The dissection is treated successfully with the xience xpedition stent placement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A specific cause of the dissection is unclear. The reported patient effect of intimal dissection is listed in the nc trek rx instructions for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.